Event description:
On (B)(6) 2025, a patient underwent for port placement procedure using powerport isp MRI 6cf int w sp, att, sl. It was reported that post port placement, the catheter allegedly found fractured with the other end dislodged into the heart. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo and one x-ray image was provided for review. The first photo shows the complete broken piece of catheter where blood strains are visible. Few kit components in the tray were noted in the background which are not clear to identify. The second photo show's one syringe and full view of power port where complete broken piece of catheter attached to it. Blood strains are visible. The image shows chest x-ray indicates a fracture of the port catheter at the junction with the subclavian vein under the clavicle. The remainder of the catheter is located the right atrium. The port remains on the chest wall. The x-ray indicates a break in the catheter where it enters the subclavian vein. Therefore, the investigation is confirmed for the reported fracture, migration, material separation and decrease in suction issues. The definitive root cause could not be determined, based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, e1, g3, h6 (component, method, result, conclusion) section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using powerport isp MRI 6cf int w sp, att, sl. Post the procedure, the catheter was allegedly found fractured with the other end dislodged into the heart. Reportedly, the segment of the catheter falls into the heart in an atrial location. Furthermore, a fracture was identified by backflow resistance. The current status of the patient was unknown.